Manufacturer narrative:
On 19-aug-2019, mentor received updated information that the patient has symptoms of capsular contracture (baker grade unknown), including pain and distortion. On 22-aug-2019, mentor received information for the scheduled explantation date of (B)(6) 2019. On (B)(6) 2019, mentor received information for original implantation date of (B)(6) 2012, and the replacement devices for the explantation date of (B)(6) 2019 are 250cc mentor memorygel breast implant, catalog # 3502501bc; left serial # (B)(4) and right serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-sep-2019, mentor received additional information that the bilateral capsular contracture is baker grade 4, the suspect medical device was observed to be intact post explantation surgery, and the original reported product locations were incorrect. The product location associated with this medwatch report has been updated to side a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-oct-2019, mentor received confirmation that the original device side reported was incorrect; this medwatch report has been updated to be the left-sided implant. Since the implant was found intact upon explantation, device code has been updated to adverse event without identified device or use problem. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 400cc mentor memorygel breast implant and experienced postoperative bilateral rupture. Rupture was diagnosed by a physician through physical examination, and confirmed by MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.